Manufacturer narrative:
The ge service rep removed, and replaced the generator battery packs. The system is working as intended.

Event description:
The customer reported that the breaker keeps tripping during procedures.